Event description:
It was reported that the cuffs will not inflate appropriately. There was no harm to the patient.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. . A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in used conditions, without original packaging and with its certificate of safe handling. Customer's reported issue was not confirmed. Leak test was conducted to see if there were any functional problem. When the sample was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated four times. The cuff inflated completely and symmetrically. Based on analysis the complaint is not confirmed. The root cause of the reported issue could not be determined because the sample successfully passed functional testing. No corrective actions were taken because complaint could not be duplicated.